Event description:
Additional info received from MFR on 05/07/1997: this is concerning a user facility medwatch report,dated feb 25, 1997 that was received by the co on april 29, 1997. Since receiving this report and in follow-up with the user facility, co has been notified that the product in question was not a bard product. Per FDA guidelines, co is forwarding this medwatch report to FDA and copying the user facility.